Event description:
Info received indicates the head hi/low function of the bed is drifting down.

Manufacturer narrative:
The facilities engineer indicated the hi/low function of the bed is drifting down. The facilities engineer is currently working to determine the cause of the hi/low drift. There is no resolution at this time.